Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The patient described the irritation as a rash (contact dermatitis), raised bumps, itching and redness under the back right te pad. There was no alleged device malfunction. The patient's physician prescribed triamcinolone acetonide cream. The patient reported that the irritation was improving.